Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and found the followings; the bending section cover was blown and leaking. The bending section cover glue was detached, chipped, cracked, or had a burr omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, it was known that if the subject device remained attached the water-resistant cap during the ethylene oxide gas sterilization, difference in pressure inside the subject device and the sterilization equipment would be generated. Based on the information from (B)(4), omsc deemed that the above mentioned difference in pressure made the bending section swollen, consequently the bending section ruptured. Also omsc deemed that this phenomenon was attributed to inappropriate handling by the user. The instruction manual of the subject device states appropriate handling below. *disconnect the water-resistant cap (mh-553) from the endoscope connector before ethylene oxide gas sterilization (see figure 2.2). If the water-resistant cap is attached during ethylene oxide gas sterilization, the air inside the endoscope will expand and rupture the covering of the bending section and/or damage the angulation mechanism. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the subject device was reprocessed with the water-resistant cap attached. Then the covering of the bending section of the subject device swelled and burst. There was no report of patient injury associated with this event. Also there was no report that the subject device was used to any patient after this event. The user facility did not provide other detailed information.